Event description:
Customer had a low blood glucose event. Paramedics were called to treat a blood glucose reading of 33 mg/dl. Paramedics treated customer with food. The current blood glucose reading was 229 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.